Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead was not stable and kept moving. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.